Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor would not stop alarming, the monitor was showing a service code, and the monitor would not progress past the start up screen. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up, service code 107) has been confirmed. As received, the monitor would not power on. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board. The flash memory had an intermittent connection, which was discovered through the use of a flash memory test. During the flash memory test, the monitor produced a segmentation fault. The intermittent connection was likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor. The pt received a replacement monitor.